Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine supply change the user observed that the insulin cartridge was leaking and appeared damaged, identified by lot 32412; the user replaced the cartridge and related supplies, after which the system functioned normally and blood glucose was unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no changes in therapy, no medical intervention, and no hospitalization. Investigation included internal complaint intake and review of the reported condition of a leaking and damaged cartridge. Investigation of this case revealed a suspected cartridge integrity issue consistent with a leak from the disposable cartridge component; functionality returned to normal after replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely product malfunction of the disposable cartridge.